Manufacturer narrative:
The titan spine (B)(4) was contacted about the reported issue with the subject device. It was determined that it would have been optimal if the device had been seated further within the disc space. The subject device may have been too long for the disc space, which carries increased risk of post-operative movement. The subject device was inspected by the manufacturer, and determined to be within specifications for form, fit and function. It is unlikely the adverse event occured due to an issue with the device.

Event description:
It was reported that the implanted subject device migrated post-operatively, causing the patient pain. The company was notified that the patient required a revision surgery due to pain.